Event description:
It is reported that the device was revised in 2009. The patient allegedly fell and complained of pain in his elbow. Upon reviewing the x-ray, the humeral component appeared to be broken.

Manufacturer narrative:
No product was returned for evaluation. Also, no x-rays were returned for review. The patient's activity prior to the breakage is unknown. A possible cause for the break is in the patient's fall, however, based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that he product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.